Event description:
It was reported that a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). The closure device met release criteria and was implanted in the laa with a deployed device compression of 12 to 13 percent and proximally positioned. The left atrial pressure at the time of implantation was 12. Upon implantation, it was noted via echocardiogram the closure device shifted proximally. The physician elected to perform retrieval of the closure device the following day. The patient was transferred to recovery where they experienced chest pain and st segment elevation. Echocardiography revealed the closure device had embolized into the aortic valve. The patient went into cardiopulmonary arrest and an emergency sternotomy was performed. Cardiac massage on the aortic valve caused the closure device to move to the descending aorta. An 18 french sheath and non-boston scientific snare were used to percutaneously remove the closure device from the patient. The laa closure was completed using a non-boston scientific atrial clip. The patient was admitted to the intensive care unit where hypothermic protocol was initiated. At the time of this report, the patient is no longer intubated; however, it is unknown if they have been discharged.